Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was in a lot of pain which is unusual, and they are back in a wheelchair. The patient was experiencing pain and shocking at the implantable neurostimulator site which goes down the right leg and up the right arm. The implantable neurostimulator is located in the right buttock area. The pain is different than the pain she had before, and it started a couple of months prior to the report, confirmed as 2017. In the last few days (confirmed as (B)(6) of 2017), the pain has gotten worse, and this was considered a gradual change in therapy/symptoms. It was unknown if the change in therapy was related to positional movement. They were looking to be reprogrammed as the patient was reporting a return of pain. There were no further complications reported.